Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, rewind, and basic occlusion test. The pump was received stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. There was no motion sensor test failure alarm noted. The insulin pump had a cracked case on lcd display window corners and scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 120 mg/dl. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.